Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the daughter of a basic evaluation trial patient. The patient¿s daughter reported that they switched the patient back to the left lead because the patient was having a sharp pain when they sat down. It was noted that the pain was around the waist and down the back in the tailbone area. The patient was assisted with lowering the amplitude to 0.6 and felt stimulation comfortably but still felt soreness from sharp pain. The patient stated that the day before report they would only dribble when they were trying to void. The patient¿s daughter was advised that it was ok to decrease the amplitude later if the patient experiences the pain again. It was indicated that it was unknown if the issue was resolved at the time of report. No further complications were reported or were expected.